Event description:
During service for preventive maintenance, the manufacturer's service technician reported the ventilator failed extended self testing (est) due to a leak at the inspiratory non-rebreathing check valve. The ventilator was not in use on a patient. During evaluation, the service technician reported the check valve was damaged with the body torn from the valve ring. The service technician replaced the check valve to address the finding. Applicable final testing was completed and tests passed per operating specifications.

Manufacturer narrative:
Results: inspiratory non-rebreathing check valve.